Event description:
The patient was revised due to loosening of the femoral component at the bone to cement interface. The tibia was revised as well. Competitor bone cement was used original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).